Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. It was noted that all other lead measurements had been steady and within normal limits. The option was discussed of increasing the shock impedance limit for the patient. No adverse patient effects were reported.